Event description:
It was reported that the patient was feeling electrical discharges close to the implantable neurostimulator (ins). Most impedance measurements were less than 50 ohms, but not combinations including case. It was suggested there was a quadruple short between electrodes 0, 1, 2, and 3, and that all conductor wires were making contact to each other possibly due to a fracture of the lead or extension. There was no patient injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, serial# unknown, implanted: unk, explanted: unk, product typ lead; extension model unknown, serial# unknown, implanted unk, explanted unk. (B)(4).